Manufacturer narrative:
Unable to perform displacement test due to missing retainer and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to missing retainer. Pump trace download analysis confirmed the pump alarmed low battery alert and replace battery now alarm. The power management tool confirmed low battery alert and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed low battery alert and had a damaged battery cap. The customer's blood glucose level was unknown at time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.